Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient had blood glucose levels that were very low while wearing the pod for 4 to 24 hours on the abdomen. Patient's mother stated the patient had a diabetic stroke. The patient was found around 8:30 am with no movement on the right side so the ambulance was then called. Patient was given orange juice before the ambulance arrived. Patient's mother states the paramedics gave sugar to get the blood glucose levels up. In the hospital the patient was treated with intravenous therapy. Patient was in the hospital for the day.